Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump went into threshold suspend when her blood glucose level was not low. Customer's blood glucose level was 164 mg/dl but her sensor glucose reading was 40 mg/dl. Her sensor and blood glucose reading difference was not within an acceptable range. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Findings: inspected 1 opened/used sensor and performed continuity resistance test. Sensor passed per specifications. Sensor initialization test was performed using a new lab transmitter with a insulin paradigm pump. Connected sensor to the transmitter and placed it in 100 solution and confirmed communication icon was displayed and that the transmitter was flashing while connected to the sensor. The sensor functioned properly. Cannot perform test as the sensor is beyond its expiration date. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.